Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Remote troubleshooting was performed. The customer informed tac that the lamp on the clv-190 light source is not powering on. The customer confirmed that the bulb was replaced with an olympus model (maj-1817) and that the lamp usage indicator was successfully reset. However, the lamp still does not illuminate through the scope. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source lamp did not illuminate through the scope. There was no patient involvement.